Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 29-aug-2017 from a healthcare professional (hcp) via a company representative who reported that the hcp was requesting a sample of the ascenda catheter so that he could do a patch test. The hcp had already referred the patient to an allergist, but the hcp wanted a sample to test on the patient. The hcp did not think that the patient was allergic to the catheter. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl, dose and concentration not reported via an implantable pump. The indication for use was spinal pain. The patient was inquiring about the components of the pump and catheter because the physicians feel the patient may be having an allergic reaction. Per the patient, they were wondering what the pump and catheter were made out of. The patient planned to follow up with the allergist. The patient stated they have had serious major health problems since the implant of the pump. The patient was admitted to the hospital and they found the patient had hypertension. Per the patient, the diagnosis reads "problem with significant threat to life or function-hypertensive urgency". The patient also stated that they had ¿super high blood pressure¿ that was getting worse. The last time the patient was at the hospital, their blood pressure was 211/119. The patient also reported that they were walking down the hall and passed out. The patient passed out ¿cold turkey¿. The patient stated that they were not dizzy, not unstable. When the patient fell she fractured vertebrae in her neck and her eye. The patient was admitted to the hospital the next day. The patient stated that they have been hospitalized six times since implant. No further patient complications were reported.